Event description:
Event description cpi received information that during a follow-up appointment the implantable cardioverter defibrillator (ICD) was found to be in monitor only mode (therapy disabled) with a battery status of eol. It was further reported that the patient had not follow the recommended follow-up schedule.